Event description:
It was reported that cardiac perforation, pericardial effusion and death occurred. A left atrial appendage closure (laac) procedure was being performed. It was noted that a trace effusion was present pre-procedure. A watchman fxd double curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. The physician attempted transeptal access with was sheath and the versacross connect system. The first transeptal tenting was confirmed by physician and intracardiac echo (ice) to be inferior/mid, however the physician believed the sheath slid during transeptal access. The physician did not like the transeptal access, so the wire was pulled out of the left atrium. The physician and team checked for effusion. The trace effusion was unchanged. During the second transeptal, the physician confirmed with the team an inferior/mid tenting. After the transeptal access, the physician did not like the access, so physician pulled back into the right atrium. On the second effusion check, the physician noted the trace effusion was growing and the patient became hypotensive. The physician called for stat echocardiogram, gave protamine, and performed a pericardiocentesis. An unspecified amount of blood was removed to treat the effusion, and re-transfused back to the patient. The effusion was still growing so the physician called for a cardiothoracic surgeon to perform a pericardial window. The patient was transported to the operating room for the pericardial window. During this procedure, the surgeon found a tear in the posterior wall of the right atrium. The physician suspected the sheath may have caused a tear when repositioning the sheath for transeptal access. The patient died during surgery. The official cause of death was not provided/available.